Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. The expected infusion time was 48 hours; however, after 48 hours approximately ¿40% of the dose still remained in the device.¿ the event occurred during an infusion of 4000mg of fluoruracil diluted in 0.9% sodium chloride with a total volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured from july 19, 2019 - july 23, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A functional test must be performed on the actual sample to verify the flow rate accuracy; therefore the reported condition could not be verified via the provided photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.